Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what do you mean by "air had been came in the reservoir, the suction could be done, however, air had been came in the reservoir again?" It was found that air had been collected in the reservoir, so exudate was emptied also with collected air. After that, the suction could be done with no problem. However, it was found that air had been collected in the reservoir again. Please explain or specify the quality issue and where was it noticed on reservoir? No information. Was there any issue with reservoir after removed from its packaging and being activated for the first time? No information. Was there any issue with reservoir after being activated for the first time? No. Were all connections check to see if they were secure? Yes, but no problem. Did the reservoir product function properly upon the first activation? Yes. Was there any deficiency or anomaly noted prior to using reservoir? Did the reservoir activate unintentionally? No information. Was leakage detected? If so, where? No information. Did the reservoir come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No information. If there was no issue noticed with the connection part/adapter, reservoir or the drainage route, can you explain how the air came in reservoir? No information, but our customer want to know how the air came in reservoir. How was case completed? No information. Did the reservoir inflate fully and the suctioning stopped when noticed first time? No information. After emptying the exudate, reconnecting and activating second time, the reservoir suction for a while then when air filled in it, did the reservoir completely inflate and stopped further suctioning? Yes. Was the case completed with the same reservoir or replaced with a new one? No information. No further information will be provided. Investigation summary: damaged /broken component: sample was evaluated and no damage/broken components that could related to the defect reported by the customer could be observed. Sample was found in good condition. Plate was activated and de-activated several times without any issues. Tears in bag: reservoir didn't present any damage or tears on the front or the back side. Plate was activated, port closed, and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Damage on seal: perimeter and port seal were verified, it was confirmed sample didn't present any damage, channels, or incomplete seal that could generate a leak on the sample. Plate was locked, and ports were closed, then plate was activated to verify if air could get inside the reservoir. After 10 minutes the reservoir maintained the same condition confirming there is no damage on the perimeter or the port seal.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and a reservoir was connected to a drain. It was found that air had came into the reservoir. After emptying exudate, the suction could be done again, however, air had been came in the reservoir again. It was commented that the connection part between the reservoir and the adapter, and the drainage route had no problem. There were no adverse consequences to the patient. Additional information was requested.